Event description:
During d&c/operative laparoscopic with left salpingo-oophorectomy the staples used during procedure came off and the pt began to bleed. A laparotomy was then performed to control the bleeding of the vessels (this was done after an attempt to control the bleeding with bipolar forceps.